Event description:
It was reported that while the battery was being charged in the first slot of the universal battery charger (ubc), electrolyte leaked outside of the battery and contaminated the ubc slot. The battery and ubc were removed from use. Battery MFR # 2916596-2024-00901.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on the universal battery charger (ubc) was able to be confirmed. The ubc (serial number: (B)(6)) was returned for analysis and was evaluated. The ubc was inspected and fluid ingress was found inside the battery slot 1. The ubc was opened fluid ingress and damage to the board was observed. The ubc was not powered on due to the extent of the damage. The damaged components were replaced and the ubc was retested and passed. The ubc the main printed circuit board (pcb) was forwarded to product performance engineering for further investigation. During further investigation, the main pcb was inspected, and fluid ingress was found on voltage regulator circuit. The fluid caused a short resulting in several components being damaged. The ubc was not powered on due to the extent of the damage. The root cause of the reported event was conclusively determined to be caused by the 14v li-ion battery leaking fluid onto the ubc. The device history records were reviewed for the ubc (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. Heartmate ubc instructions for use (rev. B) section 5 entitled ¿responding to advisory messages¿ addresses how to properly interpret and troubleshoot all system alarms and the actions to take if the alarms cannot be resolved. Heartmate universal battery charger instructions for use (rev. B) section 8 ¿ ¿inspection, cleaning, and maintenance¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.